Event description:
While unpacking a device for a coronary drug eluting stenting treatment procedure, stent damage was found. The taxus express2 3.5x24 mm drug eluting stent had strut damage. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.